Event description:
It was reported during generator change out that the right ventricular lead displayed high capture threshold. Fracture was suspected, but unverified. The lead was capped on (B)(6) 2026 and was successfully replaced. There were no patient consequences.